Event description:
It was reported by a nurse at the dialysis unit that a dialysis pt living at a long term care facility "tugged" on her femoral tesio catheter and both extensions severed from both lumens. The pt was found in a pool of blood by an aide. The lumens were clamped and the pt was sent to the hosp. The catheters had to be replaced, and the pt required a blood transfusion.